Event description:
It was reported during follow up the patient underwent surgical intervention during which the patient's ipg was explanted and replaced.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the ipg was unable to communicate with the external devices and confirmed inoperable. The patient has not recharged or used the ipg in over 5 months. Surgical intervention may be pending to address this situation.